Event description:
The customer reported that during device check after a patient call, the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large). The crew thought the issue was related to the lifeband, so they attempted troubleshooting by using an old lifeband clip and rotating the platform's driveshaft to its "home" position with a new lifeband. However, this did not resolve the ua07 advisory message. The crew tried several new lifebands, but the issue persisted. Additionally, the customer reported that the platform's load plate cover where the patient is placed is loose. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of the ua07 was defective load cells, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in february 2018 and is over 6 years old. The reported complaint that the platform's load plate cover was loose was confirmed during visual inspection. The root cause of the issue was missing screws on load plate cover, possibly related to wear and tear or user mishandling. The load plate cover needs to be replaced to address the problem. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The malfunctioning load cells need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information.

Event description:
The customer reported that during device check after a patient call, the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large). The customer stated that the autopulse platform worked well during the patient care portion of the incident. The autopulse platform did not work properly after the hospital staff cut the lifeband, and possibly dropped the autopulse platform. The ua07 advisory was noted after transferring patient care to the hospital staff. The crew thought the issue was related to the lifeband, so they attempted troubleshooting by using an old lifeband clip and rotating the platform's driveshaft to its "home" position with a new lifeband. However, this did not resolve the ua07 advisory message. The crew tried several new lifebands, but the issue persisted. Additionally, the customer reported that the platform's load plate cover where the patient is placed is loose. No patient involvement.